Manufacturer narrative:
The remote service engineer provided part identification for the 02 transport manifold. Multiple attempts were made to follow up with the customer to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: 22dec2020. Date of this report: 19jan2021.

Event description:
The customer reported o2 manifold due to possible leaking. There was no patient involvement.